Event description:
The pt reported that the 'up' button sticks and continues to scroll after releasing it. No signs of damage or peeling to the keypad.

Manufacturer narrative:
The pump was returned to animas for eval. The 'down' button was found to be intermittently responding. The down button contact was found to be misaligned. The keypad was removed and adhesive was observed under the button contacts.